Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and pain.

Event description:
Patient reported left side pain. Device remains implanted. Patient reported "capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1, g2.

Event description:
Patient representative additionally reported "recall, post-traumatic stress disorder" and updated left capsular contracture to baker grade IV.